Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there were 01 additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of (B)(6) 2021 through (B)(6) 2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws as well blood and charred material was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation was observed to be intact, no visual peeling of gray silicone insulation was observed on either the cold or hot jaw. Based on the returned condition of the device, the reported failure "peeled jaw" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. When the vein was removed from the patient , they noticed a tiny sliver of plastic on the vein .upon further inspection of the hemopro, part of the supply had what looks like pieces of plastic stripping off of it. Just a tiny strip- and it would not have been found if it had not come out attached to the saphenous vein. Small enough to have been left in the patient without anyone's knowledge. The plastic came out of the patient attached to the saphenous vein that the pa had harvested, the stripping of the product was so small no one would have noticed had the piece not been stuck to the vein. Completed with the same device, the piece was found after the procedure was complete. There was no delay. Both the scrub tech & the pa said it was fully intact before the procedure started and nothing out of the ordinary happened during the procedure. No harm was done to patient.